Event description:
Patient called for medical information and additionally reported adverse events. The patient had presented with unstable angina and non-st elevation myocardial infarction (mi). Patient went to a walk-in clinic for the pain in stomach and was told she may be having a heart attack, she declined an ambulance and walked across the street to the ER. A left heart catheterization was performed on (B)(6) 2006 with selective coronary angiography and percutaneous coronary intervention with balloon and stenting. The lv gram showed an ef of 50 to 55%. There was evidence of anterolateral hypokinesis. The proximal section of the left anterior descending (lad) artery showed a 90% stenotic lesion. The right coronary artery had moderate diffuse atherosclerosis. The proximal right rca had up to a 40% lesion. A decision was made to stent the proximal lad lesion with a 3.0x18mm cypher stent. The lesion was pre-dilated and the stent was deployed to 15 atmospheres. Post-procedural luminal stenosis was 0%. There was no edge dissection and there was no loss of side branches. There was no perforation. According to the patient, the cypher was implanted due to a heart attack presenting with pain in stomach and also reported during stent implantation, patient also had lung taken out when fixing heart described as "squish the lung." Patient reported postoperative hypercapnia, and bleeding 2 pints in hospital. The patient was admitted on (B)(6) 2015 because of chest tightness. Patient went to emergency room and was hospitalized; patient reported chest was tight, blood pressure was 140's, "nails were bending down and blue." During hospitalization, patient was told she needed another stent (B)(6) 2015 but she refused to sign the paper since "doctor made mistake" with the first stent implantation. The patient stated that she is unclear at this time if she will have another stent implanted. Medical records were not provided in regards to this hospitalization.

Manufacturer narrative:
This is one of three regulatory reports associated with the patient and are associated manufacturer report numbers: 3003742446-2015-00036, 3003742446-2015-00037, & 3003742446-2015-00038. This is the initial and final combination report for this complaint. The lot number provided by the patient is not a valid lot number (ao704640). Attempts were made without success to acquire the correct lot number of the complaint device. Concomitant medications continued from (B)(4): cooperate (to make sleep) - 50mg every night before bed, aspirin 81 mg every day, caodaine (skin reaction) 1000 mg, vefone (skin reaction) 0.5 mg, valsartan (high blood pressure and heart failure) 160mg daily, potassium (to be taken with bumetanide), bumetanide (high blood pressure; diuretic) 1mg/once day; atenolol (high blood pressure) 20 mg/qd, clonidine (high blood pressure) 1 mg/twice daily, albadolan (nose problem; allergies), b12 (deficiency)- once a month,tuedeadeame 100mg bipolar; xanax 0.5mg tid, depakote 250 mg qd, coreg 6.25 mg bid, seroquel, diovan 160/12.5 mg qd, sublingual nitroglycerin, prilosec, vytorin 10/80mg qd complaint conclusion: patient called for medical information and additionally reported adverse events. The patient had presented with unstable angina and non-st elevation myocardial infarction (mi). Patient went to a walk-in clinic for the pain in stomach and was told she may be having a heart attack, she declined an ambulance and walked across the street to the ER. A left heart catheterization was performed on (B)(6) 2006 with selective coronary angiography and percutaneous coronary intervention with balloon and stenting. The lv gram showed an ef of 50 to 55%. There was evidence of anterolateral hypokinesis. The proximal section of the left anterior descending (lad) artery showed a 90% stenotic lesion. The right coronary artery had moderate diffuse atherosclerosis. The proximal right rca had up to a 40% lesion. A decision was made to stent the proximal lad lesion with a 3.0x18mm cypher stent. The lesion was pre-dilated and the stent was deployed to 15 atmospheres. Post-procedural luminal stenosis was 0%. There was no edge dissection and there was no loss of side branches. There was no perforation. According to the patient, the cypher was implanted due to a heart attack presenting with pain in stomach and also reported during stent implantation, patient also had lung taken out when fixing heart described as "squish the lung". Patient reported postoperative hypercapnia, and bleeding 2 pints in hospital. The patient was admitted on (B)(6) 2015 because of chest tightness. Patient went to emergency room and was hospitalized; patient reported chest was tight, blood pressure was 140's, "nails were bending down and blue. During hospitalization, patient was told she needed another stent (B)(6) 2015 but she refused to sign the paper since "doctor made mistake" with the first stent implantation. The patient stated that she is unclear at this time if she will have another stent implanted. Medical records were not provided in regards to this hospitalization. The (B)(6) female patient has a medical history of smoking, coronary artery disease and congestive heart failure, unstable angina, and non-st elevation mi. The product was not returned for analysis as the device remains implanted. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis and thrombosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are possible patient factors, vessel/lesion characteristics, and procedural factors that may have contributed to this event. No corrective actions will be taken because there are no indications that the reported event is related to the manufacturing process.